Event description:
It was reported that during an esophageal dilation procedure, a balloon burst occurred. A cre 15-18mm 8cm f/g balloon dilation catheter had been advanced to treat an unspecified esophageal stricture. The balloon was successfully inflated to 7 atmospheres (atms) for 2 minutes and to 7 atms for 3 minutes. The balloon was inflated for a third time to 7 atms and the balloon burst after 2 minutes of inflation. The "metal part" of the balloon was cut and the device was able to be removed with the endoscope. The procedure was completed with another of the same device. There were no patient complications reported. The patient's current condition is unknown.